Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Post op x-ray appears to show notching of the femoral implant, picture was sent to me by the (B)(4) rep and we noticed and talked about it. Tka case. Files have been added to complaint folder under (B)(6) 17. (B)(6). (B)(4).

Event description:
Post op x-ray appears to show notching of the femoral implant, picture was sent to me by the recon rep and we noticed and talked about it. Tka case. Files have been added to complaint folder under: (B)(6).

Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 611 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events femoral notching. There were 5 other reported event (pr1443555, pr1574869, pr1597920, pr1636892, and pr1694868). Conclusion: product inspection could not be completed as the session file was not uploaded after 3 communication attempts. An investigation cannot be completed without the session file. Dr. (B)(6) confirmed that there was femoral notching based on x-ray analysis.